Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient lost their personal diabetes manager (pdm) while wearing the pod. She subsequently developed hyperglycemia (366 mg/dl) and diabetic ketoacidosis, presenting with symptoms of numbness, nausea and vomiting. Additionally, the patient experienced a urinary tract infection. The patient required intensive care unit (ICU) admission and treatment with insulin and IV. She was hospitalized for two days and discharged on (B)(6) 2025. Although previously prescribed a backup method, she reported that she is now managed with multiple daily injections (mdi) using both long-acting and fast-acting insulin.